Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported by a customer complaint that the patient has been hospitalized in 2007 due to an incident of hyperglycemia. Caller reports that her daughter checked her blood glucose on the day before, and she was 74 mg/dl. At 11:30am on original date, she was 489 mg/dl, she gave a corrections but her blood glucose would not come down. At 6:25pm, she was over 500 and started to vomit. The patient was taken to the hospital where her blood glucose upon admit was >500 mg/dl. She was treated with IV fluids and insulin. When the pump was taken off, they noticed that the top of the cartridge had broken off and remained stuck in the luer lock of the tender insulin infusion set and insulin had leaked down into the cartridge chamber. The device should be returned for evaluation; but as of the date of this report had not been returned for evaluation.